Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, it was noted that the stent strut reversed. No patient complications were reported.